Event description:
Started using sea-bond denture adhesive wafers in my top plate, after 2 to 3 days my mouth and tongue became irritated, and my tongue broke out in severe blisters, had to see doctor for medication. At present time problem still exists. Dose or amount: one wafer. Frequency: one daily. Diagnosis or reason for use: lose dentures.